Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using a drug coated balloon in pact av to treat a fibrous plaque lesion in the av access circuit (arterial) at the left proximal location (artery/vein diameter 4.5 mm), the balloon burst on the first inflation at a reported pressure of 9 atm. The balloon was inflated using an inflation device with 50/50 contrast as the inflation fluid. The device was safely removed from the patient, and the procedure was completed using a new medtronic device (iav050040408p). No injury or health consequences were reported. No patient complications have been reported as a result of this event.